Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus surgery, after t1 was implanted, t2 fell off. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿after t1 was implanted, t2 fell off.¿ the protective blue split protective cannula was not returned. The white depth, penetration limiter was returned trimmed. Suture was returned. T1 was absent. Suture was cut at t1 location. T2 was attached but had been repositioned on the suture. This was separated from the needle. This product requires user controlled actions for the advancement, release and stripping of the anchors. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. The device showed no obvious or permanent damage. No mechanical issue was observed. No root cause related to the manufacture of the device was confirmed.